Event description:
It was reported that the patient's implantable neurostimulator was replaced because she got into a car accident in 2007. It was noted that the patient's "leads got loose from when she braced for the impact." If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 3998 lot# v019569, product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), product type extension. (B)(4).